Manufacturer narrative:
It was reported that the surgeon thought that the patient may have had an infection in the knee and when performing the subsequent procedure thought something was wrong with the bone cement. The product was used in the procedure. The customer returned small pieces of hardened cement pulled from the patient. This material was a biohazard and any scientific analysis was not performed. The palacos cement is an original equipment manufacturers (OEM) product produced by heraeus medical. (B)(4) is the licensed distributor for this product line in the united states. A supplier field complaint information request (scir) was forwarded to heraeus medical on this complaint. The response to that scir is as follows: the review of quality records showed that the batches were prepared in accordance with the requirements of our quality management system and all quality control tests have been successful. Based on the knowledge and information provided to us, we cannot establish a product deficiency. Most likely the cause for this reported event is due to product usage. The three most probable causes, as reported by the supplier, for the reported event are but not necessarily limited to the following: pathogenic organisms at the implantation side may be transferred during a surgical procedure. The prosthesis may not have been held in position long enough for bone cement to set properly to the implant. The prepared bone may not be cleaned, aspirated and dried sufficiently causing suboptimal conditions for the bone implantation. Recommended actions: no additional (B)(4) actions warranted at this time.

Event description:
Additional information received on september 8, 2016 stating the patient's identifier and that the patient was revised due to infection.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that a patient had unexplainable pains in her knee and required a revision surgery. Once the bone and joint area where cleaned up implants were put back in with new palacos r+g cement.